Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. A manufacturing review was conducted. The lot met all release criteria. The sample was returned clean. The distal tip was examined under magnification (microscope 10x) and the outer catheter was separated from the distal metal tip. As a result of the material separation, the metal tip was not aligned with the rest of the catheter. No signs of twisting were noted on the outer catheter or guidewire lumen. No other anomalies were noted along the length of the catheter. The patency of the guidewire lumen was tested and passed both front and back loading tests with no issues. The investigation is confirmed for material separation as the outer catheter had become separated from the metal tip. The investigation is unconfirmed for the reported guidewire issues, as the device performed properly under laboratory conditions. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Specific warnings, precautions and directions for use of the crosser catheter are included in the current instructions for use (IFU).

Event description:
It was reported that the guidewire would not advance out of the distal tip of two recanalization catheters. Another recanalization catheter was used to perform the procedure. There was no patient involvement.